Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending section had loose metal broken and exposed, the black ring detached from suction cover, there was low angulation in the up/down direction and the unique device indicator label was not present. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the uretero-reno videoscope had air/water leakages. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a leaking hole/cut in the bending section cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to physical stress to bending section during device handling, causing damage of the bending section. The event can be detected by following the instructions for use (IFU) section: urf-v2/v2r operation manual chapter 3 preparation and inspection the event can be prevented by following the instructions for use (IFU) sections which state: urf-v2/v2r operation manual - important information ¿ please read before use_ precautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - chapter 4 operation 4.1 warnings and cautions: operation :do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. :do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Olympus will continue to monitor field performance for this device.